Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found a scratched lens, and a bubbled dso seal. A review of the device¿s event history log found records of ¿downstream occlusion¿ and ¿cassette not attached properly¿ alarms. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. Based on the event history log records the dso sensor will be replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an occlusion alarm. Patient involvement is unknown.